Event description:
Four days after placement, an rn was drawing blood and a piece of wire came back up.

Manufacturer narrative:
The complaint was confirmed, but the cause is unk. A 1.7 inch segment of coil wire from a stylet was rec'd without the remainder of the stylet. The initial complaint indicates that the wire segment came out of the catheter 4 days after placement. The wire was tightly coiled, and did not exhibit any elongation. The segment of coil wire was rec'd without the core wire.